Event description:
Md was performing a laparoscopic hernia repair and was stapling the mesh when the stapler began to misfire. The equipment was replaced and the malfunctioning unit was held for review. The product was an autosuture stapler. Lot number p8m0278.